Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was tested on the bench and no anomalies were observed. Device functionality was normal.

Event description:
It was reported that the device was found in backup vvi mode and could not be interrogated. It was noted that the device was at eol. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.